Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on september 15, 2022, with lot number#: 3187481. Based on the device analysis grid, the assessments of the complaint are: no complaint against the device: not applicable, as the event is not related to the device. Additional observations: device assessed, as intact and functional. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii" against left device. The device has been explanted and replaced.